Event description:
A stent was deployed in the pt, but the dr could not get a high pressure balloon across the stent to post dilate. A ptca catheter was used due to its low crossing profile. The catheter was advanced into the stent and inflated, but was unable to be withdrawn, presumably from the stent. Add'l force was used to remove the balloon, and the distal tip broke off in the pt. Upon removal it was noted that the balloon broke at the proximal cone, and the inner lumen broke just distal to the midmarker. No pt complications were noted and no add'l interventional was performed. No add'l details were provided after numerous attempts.